Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the review of a manual transmission indicated that there were two alerts that had been triggered on the same day back in february of this year, a treated ventricular fibrillation (vf) and an electrical reset. The patient was called to the hospital and it was observed that the implantable cardioverter defibrillator (ICD) has been reprogrammed in safety mode with active vf area. It was noted that the patient has recently performed medical tests such as MRI and cataract surgery, but the patient stated that they were in the bathroom when they had become dizzy and syncopal, receiving a significant blow with the ground. The ICD has since been checked and it works properly. It was questioned if the electrical shock could have caused the electrical reset. The ICD remains in use. No further patient complications have been reported as a result of this event.